Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to push and had unexplained error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly or button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Device had cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. (B)(4).